Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data revealed that the pod was in pod state 14 and ran zero pulses. This indicated that the user did not complete the pod activation within the specified period after it was filled. The pod could not be activated in this state and thus, both the needle deployment and fluid delivery were prohibited. No issues were found in the device that would result in any needle mechanism failure. Since the pod was not deployed, soft cannula was not visible externally. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. There was no evidence of blood on the received device and the cannula was not deployed. No damages or defects were observed on the fluid path components and bottom housing that would contribute to bleeding/bruising at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 4 and 24 hours. Patient stated that the pink slide did not move forward. When removed from the infusion site (leg), the pod's cannula was also found bent. As treatment for hyperglycemia, a new pod was applied and corrections were provided.